Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿check te pad messages¿, damaged cable) was confirmed due to the black pulse wire being broken. The belt did not pass detect and treat testing. The root cause of the physical damage to the broken wire was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" messages and the electrode belt's cable was damaged.